Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead was noted to have pacing impedance measurements greater than 3000 ohms and shock impedance measurements greater than 200 ohms, both identified as out of range, along with loss of capture (loc). It was further reported that clavicular crush was confirmed by a physician; however, details regarding the diagnostic testing performed were not available at the time of reporting. Information was provided indicating that the patient is a police officer and engages in heavy weightlifting, which was believed to be associated with the lead fracture. This rv lead was explanted and successfully replaced. The extracted lead was disposed of following the procedure. No additional adverse patient effects were reported.